Manufacturer narrative:
The reported output anomaly alert was confirmed in the laboratory. The device was tested on the bench and a damaged transformer was noted. The cause of the alert was believed to be noise during hv charging.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient received an alert. Upon interrogation, a message for potential shock circuitry issue with inability to deliver shock therapy was observed. The device was explanted and replaced. The patient condition was fine post procedure.